Event description:
It was reported that the console device caught fire and was smoking. It was reported that the event did not occur during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. UDI ¿ (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the console device caught fire was not confirmed. Therefore, an assignable root cause for the reported conditions of heat and spark/fire was not determined. However, during evaluation, it was determined that the device produced smoke and had component damage. It was further determined that the device failed pretest for general condition, check function with epd handpiece in lock mode, check all functions with epd handpiece, check function with colibri ii/small battery drive ii handpiece in all modes and check function with all handpieces and foot pedal. The assignable root cause was determined to be traced to maintenance correction: serial number: the device serial number was recorded as a lot number in the initial medwatch report. This has been updated to serial number (B)(4).